Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5 x 18 mm absorb scaffold was implanted on (B)(6) 2015 in an unspecified coronary artery. The patient presented with a myocardial infarct (mi). Pre-dilatation and post-dilatation were performed. The final angiographic results showed less than 10% residual stenosis. The patient returned on (B)(6) 2016 with another mi and scaffold thrombosis was found. A 3.5 x 14 mm non-abbott drug eluting stent was successfully implanted for treatment. It was further reported that the patient had been complaint with the dual antiplatelet drug therapy for 12 months after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure.

Event description:
Correction: the device used in this procedure was a 3.0x18mm absorb, not a 3.5x18mm absorb as initially reported. No additional information was provided.